Event description:
A system occlusion alarm occurred three times during the onset of photoactivation and was unresolvable. The photoceptor cover was lifted to inspect the photoceptor plate. Several areas of platelet aggregation were noted. The pt was stable and without complaints. Therakos was notified and the treatment was aborted. Total blood loss was aproximately 230ml.